Manufacturer narrative:
(B)(4). We received two used, quarter filled easypump ii lt 100-50-s without packaging (contaminated with the cytostatic agent 5-fu). During the test of the flow rate, we did not detect any leaks at the sample. This batch was normal production following the mfg process instruction. We detected drug residues deposit at valve, the filter, connector, triangle tube, micro bore tube and mll connector adapter. The device was blocked from these drug residues pre-damages that would lead to a malfunction were not detected at the sample. So the defect cause of this block is from drug residues deposit is not from the device. The precipitation might be from improper temperature ((B)(4)) of device with drug during storage and application. The mfg did not find any error concerning blockage and mfg process for occlusion checking. So we confirmed that this lot was produced according to product spec. We assess this complaint to be not justified.

Event description:
As reported by the user facility (translation of user facility info by bbm sales organization in (B)(6)): pump did not flow halfway through the treatment. Drug perfused and concentration: 5fu.